Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that an alleged issue occurred with the device; details unknown . Monopolar foot switch's output keeps going without stop. Bipolar foot switch is activated without pressing the pedal. Buttons on front panel are all failure. There were no patient consequences reported. It is unknown how case was completed.